Manufacturer narrative:
The actual cartridge was not returned. No non-conformities or anomalies were found during DHR evaluation. Based on the current information the root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was damaged after lens implant. The lens was cut and removed intraoperatively. Incision was enlarged. A backup lens was implanted with no problem. Reportedly the patient¿s prognosis is good.